Manufacturer narrative:
Other devices used: catalog #unk, unk cpt stem, lot #unk. Evaluation summary: the alleged complaint refers to a 54 mm hg ii with 26 mm elevated liner and cpt stem. Twelve years after operation, the patient experienced pain associated with the subsidence of the femoral component and osteolysis. The patient fell and sustained a periprosthetic femur fracture. The total hip was then revised. Patient activity level, weight, and build were not provided for this analysis. No product and/or x-rays were supplied for review. The report does state that the cup was implanted with a vertical inclination of 51 degrees and 8 degree anti-version. Although these details were provided, it is not known whether or not this is representative of the patient's natural anatomy. If not, this cup placement could accelerate wear, increase point loading, or put the cup at a higher risk of loosening with an offset head center. The lot numbers were also not provided for review; the manufacturing records could not be evaluated. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that a female with a bmi of 21 had been treated previously for osteoarthritis of a hip with total hip arthroplasty. A 54 mm hg ii acetabular component and 26mm elevated rim liner and a cpt stem were used. Vertical inclination of the cup was 51 degrees and anteversion was 8 degrees. Twelve years after primary that she developed pain associated with subsidence of the femoral component and osteolysis. One year later, she fell and a periprosthetic femur fracture. Implant and explant are unk.